Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age and gender unk) the device was unable to obtain an ECG signal. Complainant indicated that the patient had expired upon arrival to the scene.